Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the patient received multiple inappropriate shocks due to oversensing/noise. The right ventricular lead was noted to have high impedance which triggered an alert. The physician suspected a connection/setscrew issue. During the revision procedure, the physician was not able to get stable measurements, so a new lead was implanted. The new lead was noted to have low r-waves. The device remains in use. No further patient complications have been reported as a result of this event.